Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2005 for permanent birth control. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure plaintiff began suffering from symptoms of depression and fatigue. Plaintiff also began suffering fluctuations in her weight. In fact, plaintiffs essure-related pain grew so severe that she was eventually prescribed hydrocodone as treatment. After suffering with essure-related pain in her right lower quadrant for years, plaintiff underwent the surgical removal of her right-side essure coil on or around (B)(6) 2008. During plaintiffs 2008 removal procedure it was discovered that plaintiffs right side coil had perforated the serosa (outer layer) of the fallopian tube and as such, was not in the proper position. Plaintiff's right-side essure coil was removed, while her left-side essure coil remains intact. Plaintiff also underwent a cystectomy performed in order to drain an ovarian cyst that had developed in plaintiffs right ovary. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced heavy (genital) bleeding. Plaintiff underwent the surgical removal of her right-side essure coil three years after placement. During removal procedure it was discovered that plaintiffs right side coil had perforated the serosa (outer layer) of the fallopian tube and as such, was not in the proper position. These events are listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure use. Although in this case the exact date and mechanism of this perforation was not informed, considering its nature, causality with essure use cannot be excluded considering genital bleeding may occur during essure use, causality between bleeding and essure use cannot be excluded. Since her right-side device removal was required, this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 31-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced heavy (genital) bleeding. Plaintiff underwent the surgical removal of her right-side essure coil three years after placement. During removal procedure it was discovered that plaintiffs right side coil had perforated the serosa (outer layer) of the fallopian tube and as such, was not in the proper position. These events are listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure use. Although in this case the exact date and mechanism of this perforation was not informed, considering its nature, causality with essure use cannot be excluded. Considering genital bleeding may occur during essure use, causality between bleeding and essure use cannot be excluded. Since her right-side device removal was required, this case is regarded as incident. Non-serious events were also reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right coil had perforated the serosa (outer layer) of the fallopian tube"), genital haemorrhage ("heavy bleeding"), ovarian cyst ("ovarian cyst") and weight fluctuation ("fluctuations in her weight") in a (B)(6) female patient who had essure (ess205) (batch no. 12253920,12261178) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "novasure endometrial ablation and essure implant was performed on same day ((B)(6) 2005)". The patient's past medical history included gravida ii, parity 1, ectopic pregnancy, right lower quadrant pain, heavy periods, bleeding breakthrough, frequent periods, urge incontinence, menorrhagia, snoring, sleep restless, headache, somnolence, varicella, other disorders of intestine, morbid obesity, obstructive sleep apnea syndrome, appendectomy, hypokalemia, hyperlipidemia, abdominal hernia, macromastia, abdominal pain in 2003 and pelvic pain in 2003. Patient denies alcohol use. There was no psychiatric and/or psychological conditions before the essure. Previously administered products included for an unreported indication: ortho tri-cyclen le and yasmin. Concurrent conditions included c-section (birth) since 2003, excessive daytime sleepiness, uterine bleeding, bleeding breakthrough, d & c, dysuria, ovarian cyst, shortness of breath, chest pressure, sensation of heaviness, blood pressure high, belching, hiccups, nausea, vomiting, dehydration, resuscitation, trichomoniasis, diarrhea and non-smoker. Family history included hypertension, diabetes (mother and brother), parity 6, renal disease (mother), stroke (member not specified), multiple allergies (member not specified), blood pressure high (father, mother) and prostate cancer. Concomitant products included bupropion (wellbutrin) in (B)(6) 2017 and clonazepam (klonopin) in (B)(6) 2013 for anxiety, zolpidem tartrate (ambien) in (B)(6) 2014 for insomnia as well as beta blocking agents, hydromorphone hydrochloride (dilaudid) and morphine. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain / suspected continued abdominal pain from left coil still in body") and fatigue ("fatigue"). In 2007, the patient experienced back pain ("severe back pain"). In 2008, the patient experienced migraine ("severe migraines"). In 2009, the patient experienced weight fluctuation (seriousness criterion medically significant) and depression ("depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), abdominal pain upper ("severe stomach pain"), abdominal pain lower ("lower stomach pain (like a long contraction)") and musculoskeletal pain ("shoulders pain"). The patient was treated with citalopram hydrobromide (celexa), analgesics, oxycocet (percocet), surgery (by diagnostic laparoscopy, right salpingectomy), surgery (cystotomy with drainage of right ovarian cyst.) And surgery (gastric bypass). At the time of the report, the fallopian tube perforation, genital haemorrhage, ovarian cyst, weight fluctuation, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, migraine, abdominal pain upper, abdominal pain lower and musculoskeletal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, migraine, musculoskeletal pain, ovarian cyst and weight fluctuation to be related to essure (ess205). The reporter commented: following essure placement procedure, she used birth control. Identified birth control as condoms as needed. On (B)(6) 2008, by diagnostic laparoscopy; laparoscopic appendectomy; laparoscopic right inguinal hernia repair; right salpingectomy. Left coil still in body. She did not retain any portion of her essure and she does not know its current location. Alleged symptoms or injuries were not resolved or decreased after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Computerised tomogram - on an unknown date: small-bowel obstruction. Computerised tomogram abdomen - on (B)(6) 2008: visualized metallic densities within pelvis. Nuclear magnetic resonance imaging - on an unknown date: metallic object in the right parametrium. Ultrasound scan - on an unknown date: metallic object in the right parametrium.; on an unknown date: right fallopian tube perforation. On (B)(6) 2003, group b strep screen was positive. On (B)(6) 2008, surgical pathology report showed appendix, appendectomy: appendix without significant pathology. Specimen received: appendix, right essue coil, right fallopian tube. Container a: the specimen consists of a 6.0 0.9x0.8 cm appendix. Container b: the specimen consists of a 3.0 x 0.1 x0.1 cm metal coil and tan tissue. Container c: the specimen consists of a purple fallopian tube measuring 4. 5 x 1.0 x 0.1 cm in diameter. On (B)(6) 2008, pelvic ultrasound impression was metallic devices in the uterine fundus with small adjacent fluid. On (B)(6) 2011, CT abdomen impression was right pelvic cystic lesion may be related to the right ovary. Tiny free fluid in the pelvis as well as along the right lateral conal fascia, unchanged. Postoperative changes gastric bypass. Concerning the injuries reported in this case, the following one was described in patient's medical records: novasure endometrial ablation and essure implant was performed on same day ((B)(6) 2005). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 9-oct-2017: events added per pfs, severe stomach pain, lower stomach pain, she did not undergo essure confirmation test,shoulders pain. Medical history added, concomitant medications, treatment medications were added, lot number were added. On 11-oct-2017: case became medically confirmed. Patient other relevent history and lab data added, event added per mr: novasure endometrial ablation and essure implant was performed on same day ((B)(6) 2005). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right coil had perforated the serosa (outer layer) of the fallopian tube"), genital haemorrhage ("heavy bleeding"), ovarian cyst ("ovarian cyst") and weight fluctuation ("fluctuations in her weight") in a (B)(6) female patient who had essure (ess205) (batch no. 12253920/ 12261178) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "novasure endometrial ablation and essure implant was performed on same day (B)(6)2005". The patient's past medical history included gravida ii, parity 1, ectopic pregnancy, right lower quadrant pain, heavy periods, bleeding breakthrough, frequent periods, urge incontinence, menorrhagia, snoring, sleep restless, headache, somnolence, varicella, other disorders of intestine, morbid obesity, obstructive sleep apnea syndrome, appendectomy, hypokalemia, hyperlipidemia, abdominal hernia, macromastia, abdominal pain in 2003 and pelvic pain in 2003. Patient denies alcohol use. There was no psychiatric and/or psychological conditions before the essure. Previously administered products included for an unreported indication: ortho tri-cyclen le and yasmin. Concurrent conditions included c-section (birth) since 2003, excessive daytime sleepiness, uterine bleeding, bleeding breakthrough, d & c, dysuria, ovarian cyst, shortness of breath, chest pressure, sensation of heaviness, blood pressure high, belching, hiccups, nausea, vomiting, dehydration, fluid replacement, trichomoniasis, diarrhea and non-smoker. Family history included hypertension, diabetes (mother and brother), parity 6, renal disease (mother), stroke (member not specified), multiple allergies (member not specified), blood pressure high (father, mother) and prostate cancer. Concomitant products included bupropion (wellbutrin) since (B)(6) 2017 and clonazepam (klonopin) since (B)(6) 2013 for anxiety, zolpidem tartrate (ambien) since (B)(6) 2014 for insomnia as well as beta blocking agents, hydromorphone hydrochloride (dilaudid) and morphine. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain / suspected continued abdominal pain from left coil still in body") and fatigue ("fatigue"). In 2007, the patient experienced back pain ("severe back pain"). In 2008, the patient experienced migraine ("severe migraines"). In 2009, the patient experienced weight fluctuation (seriousness criterion medically significant) and depression ("depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), abdominal pain upper ("severe stomach pain"), abdominal pain lower ("lower stomach pain (like a long contraction)") and musculoskeletal pain ("shoulders pain"). The patient was treated with citalopram hydrobromide (celexa), analgesics, oxycocet (percocet), surgery (by diagnostic laparoscopy, right salpingectomy), surgery (cystotomy with drainage of right ovarian cyst.) And surgery (gastric bypass). At the time of the report, the fallopian tube perforation, genital haemorrhage, ovarian cyst, weight fluctuation, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, migraine, abdominal pain upper, abdominal pain lower and musculoskeletal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, migraine, musculoskeletal pain, ovarian cyst and weight fluctuation to be related to essure (ess205). The reporter commented: following essure placement procedure, she used birth control. Identified birth control as condoms as needed. On (B)(6) 2008, by diagnostic laparoscopy; laparoscopic appendectomy; laparoscopic right inguinal hernia repair; right salpingectomy. Left coil still in body. She did not retain any portion of her essure and she does not know its current location. Alleged symptoms or injuries were not resolved or decreased after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Computerised tomogram - on an unknown date: small-bowel obstruction computerised tomogram abdomen - on (B)(6) 2008: visualized metallic densities within pelvis nuclear magnetic resonance imaging - on an unknown date: metallic object in the right parametrium. Ultrasound scan - on an unknown date: metallic object in the right parametrium.; on an unknown date: right fallopian tube perforation on (B)(6) 2003, group b strep screen was positive on (B)(6) 2008, surgical pathology report showed appendix, appendectomy: appendix without significant pathology. Specimen received: appendix, right essue coil, right fallopian tube. Container a: the specimen consists of a 6.0 0.9x0.8 cm appendix. Container b: the specimen consists of a 3.0 x 0.1 x0.1 cm metal coil and tan tissue. Container c: the specimen consists of a purple fallopian tube measuring 4. 5 x 1.0 x 0.1 cm in diameter. On (B)(6) 2008, pelvic ultrasound impression was metallic devices in the uterine fundus with small adjacent fluid. On (B)(6) 2011, CT abdomen impression was right pelvic cystic lesion may be related to the right ovary. Tiny free fluid in the pelvis as well as along the right lateral conal fascia, unchanged. Postoperative changes gastric bypass. Lot number: 12261178 manufacturing date: may-2004 expiration date: oct-2005. Lot number: 12253920 manufacturing date: jan-2004 expiration date: jun-2005. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: novasure endometrial ablation and essure implant was performed on same day (B)(6) 2005. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right coil had perforated the serosa (outer layer) of the fallopian tube"), genital haemorrhage ("heavy bleeding"), ovarian cyst ("ovarian cyst"), weight fluctuation ("fluctuations in her weight"), appendicectomy ("appendix removal"), hernia repair ("hernia repair") and gastrointestinal disorder ("gastrointestinal disorder") in a 32-year-old female patient who had essure (ess205) (batch no. 12253920/12261178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "novasure endometrial ablation and essure implant was performed on same day ((B)(6) 2005)". The patient's medical history included gravida ii, parity 1, ectopic pregnancy, right lower quadrant pain, heavy periods, bleeding breakthrough, frequent periods, urge incontinence, menorrhagia, snoring, sleep restless, headache, somnolence, varicella, other disorders of intestine, morbid obesity, obstructive sleep apnea syndrome, appendectomy, hypokalemia, hyperlipidemia, abdominal hernia, macromastia, abdominal pain in 2003, pelvic pain in 2003, miscarriage and shoulder pain. Patient denies alcohol use. There was no psychiatric and/or psychological conditions before the essure. Previously administered products included for an unreported indication: ortho tri-cyclen le and yasmin. Concurrent conditions included c-section (birth) since 2003, excessive daytime sleepiness, uterine bleeding, bleeding breakthrough, d & c, dysuria, ovarian cyst, shortness of breath, chest pressure, sensation of heaviness, blood pressure high, belching, hiccups, nausea, vomiting, dehydration, fluid replacement, trichomoniasis, diarrhea, non-smoker and insomnia. Family history included hypertension, diabetes (mother and brother), parity 6, renal disease (mother), stroke (member not specified), multiple allergies (member not specified), blood pressure high (father, mother) and prostate cancer. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2017 and clonazepam (klonopin) since (B)(6) 2013 for anxiety, zolpidem tartrate (ambien) since (B)(6) 2014 for insomnia as well as beta blocking agents, hydromorphone hydrochloride (dilaudid), morphine and topiramate (topamax). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain / suspected continued abdominal pain from left coil still in body") and fatigue ("fatigue"). In 2007, the patient experienced back pain ("severe back pain"). In 2008, the patient experienced migraine ("severe migraines") and headache ("head pain"). In 2009, the patient experienced weight fluctuation (seriousness criterion medically significant) and depression ("depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), abdominal pain upper ("severe stomach pain"), abdominal pain lower ("lower stomach pain (like a long contraction)"), musculoskeletal pain ("shoulders pain"), oropharyngeal pain ("sore throat"), anxiety ("anxiety"), urinary tract disorder ("urinary problem") and gastrointestinal disorder (seriousness criterion medically significant) and underwent appendicectomy (seriousness criterion medically significant) and hernia repair (seriousness criterion medically significant). The patient was treated with analgesics, celecoxib (celexa), oxycodone hydrochloride;paracetamol (percocet), and surgery (endoscopy, gastric bypass, by diagnostic laparoscopy, right salpingectomy,right essure device on (B)(6) 2008 and cystotomy with drainage of right ovarian cyst.). At the time of the report, the fallopian tube perforation, genital haemorrhage, ovarian cyst, weight fluctuation, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, migraine, abdominal pain upper, abdominal pain lower, musculoskeletal pain and headache had not resolved and the appendicectomy, hernia repair, oropharyngeal pain, anxiety, urinary tract disorder and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, appendicectomy, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hernia repair, migraine, musculoskeletal pain, oropharyngeal pain, ovarian cyst, urinary tract disorder and weight fluctuation to be related to essure (ess205). The reporter commented: following essure placement procedure, she used birth control. Identified birth control as condoms as needed. On (B)(6) 2008, by diagnostic laparoscopy; laparoscopic appendectomy; laparoscopic right inguinal hernia repair; right salpingectomy. Left coil still in body. She did not retain any portion of her essure and she does not know its current location. Alleged symptoms or injuries were not resolved or decreased after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 161.905 kgs. Computerised tomogram - on an unknown date: results: small-bowel obstruction. Computerised tomogram abdomen - on (B)(6) 2008: results: visualized metallic densities within pelvis. Nuclear magnetic resonance imaging - on an unknown date: results: metallic object in the right parametrium. Pathology test - on (B)(6) 2008: results: appendix, appendectomy. Ultrasound scan - on an unknown date: results: metallic object in the right parametrium.; on an unknown date: results: right fallopian tube perforation. On (B)(6) 2003, group b strep screen was positive on (B)(6) 2008, surgical pathology report showed appendix, appendectomy: appendix without significant pathology. Specimen received: appendix, right essue coil, right fallopian tube. Container a: the specimen consists of a 6.0 0.9x0.8 cm appendix. Container b: the specimen consists of a 3.0 x 0.1 x0.1 cm metal coil and tan tissue. Container c: the specimen consists of a purple fallopian tube measuring 4. 5 x 1.0 x 0.1 cm in diameter. On (B)(6) 2008, pelvic ultrasound impression was metallic devices in the uterine fundus with small adjacent fluid. On (B)(6) 2011, CT abdomen impression was right pelvic cystic lesion may be related to the right ovary. Tiny free fluid in the pelvis as well as along the right lateral conal fascia, unchanged. Postoperative changes gastric bypass. Lot number: 12261178 manufacturing date: may-2004 expiration date: oct-2005. Lot number: 12253920 manufacturing date: jan-2004 expiration date: jun-2005. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: novasure endometrial ablation and essure implant was performed on same day ((B)(6) 2005). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events-appendix removal, , hernia repair, sore throat, , anxiety, urinary problem, gastrointestinal disorder were added. Concomitant & historical drugs were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.